Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 11 physical samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that ten of the samples had no defects or imperfections and in one of the syringes a particle measuring 1/32¿ and three particles measuring 1/64¿ could be observed embedded in the barrel of the syringe about 2 ¼¿ from the barrel flange. Embedded material can be caused by degraded resin in the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30 ml ll tip conv pak: foreign matter. It was reported by the customer that they discovered multiple syringes containing black particulate matter in the syringe barrel.